Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use using cartridge lot: 25174a, cartridge serial number: (B)(4), and cue reader serial number: (B)(4). The same day, two hours later, the customer received negative covid-19 results using the cue covid-19 test, abbott binaxnow, and an unspecified pcr test. Customer reported they did not present with symptoms or have had any known covid-19 exposure. The cartridges were stored according to the instructions for use.